Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed that the battery compartment was cracked. The display was dim and discolored. Unrelated to these issues, the keypad cover was torn and peeling off. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display issue. This report is made based on results of investigation completed on 09/01/2016.